Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll package was damaged / defective. Packaging (sealing) defect -although there is no physical sample available, we request an additional investigation based on this suspicion. Please confirm which part of the packaging was damaged. : no please elaborate on sealing defect.: ¿the product was not tampered with in any way, but the sealing was found to be peeled off.¿ was it the outer packaging of the product? No. Is it the packaging that houses the product that would cause sterility concern? Yes was there any photo sample available? If yes, please provide a photo sample.: no.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - package damaged / defective / other. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.